Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision left asr xl acetabular system reason for revision: alval/soft tissue reaction date of revision: (B)(6) 2011. Update - june 22, 2017 additional information received from crawford's, corrected date of revision: (B)(6) 2011. This complaint was updated on july 4, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ asr revision, left asr xl acetabular system, reason for revision: alval/soft tissue reaction, date of revision: (B)(6) 2011. Update - june 22, 2017 additional information received from (B)(6), corrected date of revision: (B)(6) 2011. This complaint was updated on july 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.